Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion set cannula broke off and remained inside the customer's body while using a non-tandem infusion set. There was no reported impact to customer¿s blood glucose level. The customer declined to provide any additional information, including infusion set brand.